Event description:
The pt was admitted for a procedure in 2008 with a 95% lesion in the mid right coronary artery (rca). The lesion was restenotic (taxus stent) and calcified. It was noted that the vessel was tortuous. Percutaneous coronary intervention was conducted to treat restenosis of a previously implanted taxus stent. A guide wire crossed the lesion, and then the lesion was pre-dilated. A 3.5 x 18mm cypher stent was being delivered to the lesion, but the physician felt friction at the proximal end of the mid rca. Therefore, the physician retrieved the unit from the patient and confirmed that the distal struts of the stent were flared. The procedure was successfully completed, however, the details are unknown. There was no reported patient injury. The physician commented that he does not know if the "stent flare" existed prior to use. He did not push the cypher with excessive force during delivery. There was a possibility that the cypher became caught with the stent strut of the previously implanted taxus stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.